Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the low-level alarm for the reservoir kept beeping. The product was changed out. There was no harm to pt. Surgery was completed successfully.

Manufacturer narrative:
The initial and follow-up #1 MDR's were reported under manufacturing number 9681834-2011-00068, after further investigation, it was determined that the device was manufactured at (B)(4), manufacturer number (B)(4). Terumo did receive the actual device for evaluation and performance testing confirmed the complaint, the device beeped sometimes when the reservoir was filled with sufficient liquid. Investigation concluded the device failed due to deterioration based upon age. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow-up.